Manufacturer narrative:
(B)(4). Visual examination of the returned product confirmed the presence of a thin triangular-shaped piece of whitish paper inside the poly bag. The two sterile cavities were also returned without the lids that were completely peeled off; there is an homogeneous glue residue on the sealing flange of both the inner and outer cavities. Review of the device history record(s) identified no deviations or anomalies during manufacturing. The likely condition of the part when it left zimmer biomet control is considered conforming based on the DHR review but cannot further evaluated because the product was returned completely unpackaged. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. (B)(4). Report source: foreign (B)(6).

Event description:
It was reported that the sterility of the product was breached as a piece of paper was discovered inside the sterile box while being prepped for a case.